Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient made an appointment with his clinic as he was no longer able to hear with his implant, following a fall on cement about two weeks ago.